Event description:
A physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. After locking with the exchange sheath, the physician depressed the vessel locator button and tried to advance the thumb advancer. The physician was able to partially advance the thumb advancer. Manual compression was used to achieve hemostasis.

Manufacturer narrative:
Upon investigation, the sheath failed to slit due to a dull cutter making it difficult to complete thumb advancer stroke. Review of the lot did not produce any findings relevant to this report. A corrective action has been initiated related to this malfunction. Abbott identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".